Event description:
During a coronary procedure, while attempting to inflate the balloon, a rupture occurred causing a spiral dissection in the pt. The balloon ruptured at less than 14 atmospheres. Four cypher stents and two taxus stents were used to treat the dissection. The physician stated that the vessel was not calcified or tortuous. An mi did not occur as a result of the dissection. The pt is in good condition and was discharged 23 hours post procedure.